Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. Impedance and thresholds on the right ventricular (rv) lead were noted to be in creasing, and the trends were increasing over the past year. The lead is planned to be evaluated, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited high/unstable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.